Event description:
The pt underwent a sling procedure. Post operatively, the pt presented with dyspareunia. On examination the vaginal epithelium moves freely over the tpae. The physician can feel a bar under the pubic symphysis mid-uretherally. The pt is continent and voiding satisfactority.